Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm utilizing the gore® excluder® aaa endoprosthesis. Pre-treatment computed tomography angiography (cta) showed that the maximum diameter of an aortic aneurysm/lesion was 54.3 mm. The patient tolerated the procedure. The follow up imaging from (B)(6) 2015 to (B)(6) 2019 showed that the aneurysm decreased in size from 51.5 mm to 32.8 mm. The follow up imaging from (B)(6) 2020, showed that the aneurysm increased in size and was measured at 38 mm. The follow up imaging from (B)(6) 2021 to (B)(6) 2024, showed that the aneurysm decreased in size from 37.1 mm to 36.4 mm. On (B)(6) 2024, a follow up cta showed evidence of type ia endoleak. On (B)(6) 2024, a thoracic endovascular aortic repair was performed to treat a proximal type 1 endoleak and a conformable gore® tag® thoracic endoprosthesis (ctag) device was placed.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g4, h1/h2, h6. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3007284313-2025-03869 was submitted in error and is hereby retracted.